Event description:
Customer reported an error code on boot up. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and cleaned and re-seated all connectors and pcbs. System operates as intended.